Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (removal surgery or date scheduled: (B)(6) 2018). At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: dyspareunia (painful sexual intercourse) dysmenorrhea (cramping), pelvic /abdominal. Received treatment for pain: yes menorrhagia (heavy menstrual bleeding) received treatment for bleeding: yes quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos deleted and new events dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding) added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.